Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, metrorrhagia and pelvic pain had resolved and the genital haemorrhage, abdominal pain, psychological trauma and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding, migraine, fatigue,bloating, anxiety and psych injury . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: the coils seemed to be okay. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms: migraine"), pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, psychological trauma, migraine, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding, migraine, fatigue,bloating, anxiety and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received : following events were added : pelvic pain ,abdominal pain. Previously reported events bloating, anxiety, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms: migraine"), fatigue ("fatigue"), abdominal distension ("bloating") and anxiety ("anxiety"). The patient was treated with surgery (essure removed). Essure was removed on 6-sep-2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, psychological trauma, migraine, fatigue, abdominal distension and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding, migraine, fatigue,bloating, anxiety and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: event injury nos replaced with event menorrhagia (heavy menstrual bleeding), general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, other injuries/symptoms: migraine, fatigue, bloating, anxiety. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms: migraine"), pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, metrorrhagia and pelvic pain had resolved and the genital haemorrhage, psychological trauma, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding, migraine, fatigue,bloating, anxiety and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: the coils seemed to be okay. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Event outcome updated for bleeding & pelvic pain. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.